Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush that keeps getting loose in mouth during brushing, it shot just like that against teeth / brush didn't only break off, but it keeps breaking loose from the electric oral-b toothbrush while brushing, causing it to strike teeth hard [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she had an oral-b brushhead, version unknown that kept getting loose in her mouth during brushing with an oral-b rechargeable toothbrush, version unknown. She explained that it shot just like that against her teeth. The consumer brushed twice daily with oral-b, and this was the last brush head in the box; the others were fine. No symptoms developed. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that she still had the brush head, elaborating that it didn't only break off, but it kept breaking loose from the electric oral-b toothbrush while brushing, causing it to strike her teeth hard. No further information was provided.